Event description:
It was reported that the patient experienced rejection of their initial implant due to infection, requiring explant. The patient's mother reported that the patient suffered a lot due to a seroma accumulating, and the patient's chest getting red and swelling. It was reported the patient underwent re-implanted latter on. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.